Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was transmitting noise via home monitoring. Thresholds and impedances were normal. The patient has not had any symptoms. There is no mention of intervention.

Manufacturer narrative:
On 1/10/17 update: it was reported that increased rv threshold measurements were observed and the rv lead was explanted and replaced. Of note, previous information had been received in october that noise, oversensing and pacing inhibition had also been observed with this device and lead. Device codes were updated.